Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that cssd reported the damaged springs to the cnm2. Cnm2 reported the complaint to the rep. Damaged instruments were removed from the sets and replacements were ordered. The product was not returned to j&j medtech orthopaedics; however, a photo was provided for review. See attachment ((B)(4) - pei complaint - attune instruments 27.09.24). The photo investigation for attune spacer block confirmed the complaint. One of the springs has detached from the device and appears to be missing. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. ¿ the overall complaint was confirmed as the observed condition of the attune spacer block would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cssd manager noticed during the checking and packing process that springs were damaged and missing from 2 attune instruments. The instruments were removed from the sets are replacements were ordered. The event did not happen during a procedure. There was no patient consequence or surgical delay.